Event description:
It was reported that a pacemaker dependent patient presented in clinic for routine follow-up. Upon interrogation it was noted that the pulse generator had multiple episodes of noise stored. Noise could not be replicated with isometrics or pocket manipulation. . The patient would be monitored closely.